Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03604. It was reported that balloon deflation issues and catheter removal difficulties occurred. A 3.50 x 38 and 3.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stents system were used to treat the lesion. During stent deployment, the stent delivery balloons did not fully expand. The stents were able to be deployed successfully. After stent deployment, the balloons did not fully deflate when negative pressure was applied. Multiple attempts were necessary to remove the stent delivery systems as the balloons were getting caught on the guide catheter. The procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.50 x 20mm stent delivery system (sds) was returned for analysis. The crimped stent was deployed during procedure and therefore not returned with the device for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. There was evidence of hardened medium in the balloon body. The complaint report stated that the stent deployed but there were problems with the balloon. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. There was no apparent damage to the balloon wall and no evidence of necking at the proximal balloon bond location. A microscopic examination of the balloon identified no tears or holes in the balloon material. The bumper tip of the device showed signs of damage at the tip edge. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a midshaft kink 2.5cm distal of the hypobond. The bi-component bond showed no signs of damage or strain. No stretching of inner lumen was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03604. It was reported that balloon deflation issues and catheter removal difficulties occurred. A 3.50 x 38 and 3.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stents system were used to treat the lesion. During stent deployment, the stent delivery balloons did not fully expand. The stents were able to be deployed successfully. After stent deployment, the balloons did not fully deflate when negative pressure was applied. Multiple attempts were necessary to remove the stent delivery systems as the balloons were getting caught on the guide catheter. The procedure was successfully completed. No patient complications were reported.